Event description:
.

Manufacturer narrative:
Additional information received from the contact at the account states that the patient was admitted to the hospital the day before the procedure with a transient ischemic attack (tia) (left sided weakness). This event resolved prior to the index procedure. The patient also suffered another tia during angiography, pre-filter, resulting in left arm weakness which resolved spontaneously approximately 60 seconds later. At the end of the procedure, the patient suffered a neurological event described as left arm hemiparesis, left leg weakness, and left facial droop stroke after being transferred to the cath lab holding area. The patient was diagnosed with a stroke. It was noted that there was some improvement prior to transfer to the rehab hospital. At a 30 day follow up, a slight improvement was noted but still requiring rehabilitation for cva. The information states that there was not a precise stent used in the procedure but an abbott xact 10-8x40 stent was placed in the lesion. The angioguard was not in the patient at the time of the tia or stroke so therefore cannot be associated with the reported events. There was no difficulty placing the filter or stent. There was no specific treatment for the cva. Therefore, since there was not a cordis product in the patient at the time of the events there is no complaint against a cordis product, and this event is no longer considered reportable. The event of ischemic stroke will be unreported as the event occurred after the procedure, as the cordis product (angioguard) was out of the patient. No additional follow-up will be forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced neurological events of hemiparesis and hemineglect on the left side. The patient was diagnosed a tia and a stroke. The events were sudden, with partial recovery and major residual. The event was determined to unrelated to the cordis product but related to the index procedure. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Stroke/tia is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, the patient experienced neurological event of stroke and (transient ischemic attack) tia. The patient is a (B)(6) female. The patient suffered hemiparesis and hemineglect on the left side. The patient was diagnosed a tia and stroke. The events were sudden, with partial recovery and major residual. There event was determined to unrelated to the cordis product but related to the index procedure. There is no procedure information available as of yet.